Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. The remote monitoring network was unable to send the full report as it was displaying a red x with pdf report generation. No patient complications have been reported as a result of this event.